Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source turned on, but did not stay on. A button had to be helf for the light to stay on. There were no reports of patient harm.

Event description:
Customer new information received: the issue was found during a light source diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: the light is unable to stay on unless the power switch is held. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.